Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).